Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 360 to 380 mg/dl while wearing the pod between 4 and 24 hours. Patient bolused, went back to bed, then woke up and stood up to give a bolus but felt insulin wasn¿t going to the body. When removed from the infusion site (hip/buttocks), the pod's cannula was found twisted, thus, cannula was bent and adhesive was lifting at the cannula site. Patient smelted or felt insulin. The patient does not have the pod so device is not available for return.